Event description:
It was reported to boston scientific corporation that a spy discover balloon was used during a procedure performed in the common bile duct (cbd) on an unknown date. During the procedure, the physician used a discover balloon to access and visualize the cbd. The patient was found to have a stricture and subsequently required stent placement. The patient had to be transferred to another hospital for stent placement. It was reported that the patient had a stricture and required hospital admission beyond the standard of care but was subsequently discharged.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Block d4, h4: detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted. Block h6: imdrf patient code e2337 captures the reportable event of stenosis. Imdrf impact code f2202 captures the reportable event of endoscopic procedure. Imdrf impact code f2301 captures the reportable event of additional device required. Imdrf impact code f08 captures the reportable event hospitalization or prolonged hospitalization.